Event description:
Dr. (B)(6), head of the theatre, reported via our sales rep, (B)(6), that during a surgery the connection of the rod with lot# 09c183 is broken. At the substitute instrument (lot# 09a430) a break of the side rod was observed. The surgery has been delayed by thirty minutes. The desired operation result could be achieved.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.